Event description:
Reporter alleged obtaining a discrepant blood glucose result of about 104 mg/dl back to back with a result of about 220 mg/dl, when testing was performed less than 10 mins apart on the advantage system. Reporter did not indicate that he was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the alleged strips in use were discarded, and will not be returned for evaluation.